Event description:
Information received indicates signs of fluid ingress on the logic and pc boards causing a loss of function.

Manufacturer narrative:
The technician replaced the logic and pc boards to repair the bed.